Event description:
It was reported that during cholecystectomy, the back part of suture hole broke when bound suture to olive plug. Broken piece did not fall into the pt. Another device was used to complete the case. There was no adverse consequence to the pt. Device will be returned.

Manufacturer narrative:
Date sent: 02/19/2008. Evaluation summary: the analysis results for the h12lp device confirmed that the olive button was returned with one of the suture tie posts broken off, the pieces were returned for analysis. Additionally, the housing assembly was cracked and broken at the orifices; therefore, the housing cap was out of position. Also, the obturator base posts were cracked and broken from the obturator cap. No conclusion could be reached as to what may have caused the found damage. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.